Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the leak was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a disposable cassette. This occurred while the patient was connected in fill one of peritoneal therapy. The patient stated the patient line had a hole and was leaking solution. There was no patient injury or medical intervention associated with this event. No additional information is available.